Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4)

Manufacturer narrative:
This incident was erroneously inadvertently reported, as this product was not marketed or commercially available in the u.s. At the time of the event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient exhibited new onset intermittent left bundle branch block. There was no intervention. It also was reported that multiple episodes of an idioventricular rhythm were observed the valve implant procedure. There was no treatment or intervention, and no adverse patient effects. The following day the patient was noted to be in atrial fibrillation secondary to inappropriate temporary pacing. The patient was treated with medications and implant of a permanent pacemaker. No subsequent adverse patient effects were reported.